Event description:
It was reported that during a colectomy procedure, the device did not cut, causing lesion to the rectus during the product removing. There was no serious injury reported to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.